Manufacturer narrative:
No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A center director reported a patient that was expecting to have lasik monovision treatment in the left eye, but did not get monovision. The patient cannot see at near without readers. Upon follow up, reporter indicated the laser was programmed with the wrong treatment plan.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The follow up information confirmed the wrong treatment was entered and the laser treated what was programmed and that there was miscommunication with patient and site, no laser issue. The root cause is user error. (B)(4).